Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: while/after inserting endo catch, an apparatus from endo catch fell into/inside the patient. After retrieving apparatus immediately, they removed all parts/pieces of the endo catch to save and return to covidien. They proceeded without using a specimen retrieval pouch. There was no injury to the patient.